Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the tip of the driver has stripped and could not be used to insert a screw or perform final tightening. There was no patient harm. This is report 1 of 1 (B)(4).